Manufacturer narrative:
Device history record - a DHR review has been processed for the product code: 910121, with lot # 226112, compliant to the specifications when released to stock. Failure analysis - 2 packages (original packaging) of lumbar catheter accessory kits were returned, all sealed and never opened. The returned products were investigated. Visual and functional investigation were done. The guidewires were visually analyzed, and they were in good shape, no shred. Leakage tests were done on the lumbar catheters and no leak was observed. The 2 returned products were conformed. The complaint reported ¿lumbar catheter stylet is shredded and damaged the catheter extensively¿ is not confirmed. A picture was provided by the customer showing a damaged guidewire. The guidewire on this picture was not returned, and unfortunately this picture cannot be used to confirm the incident, since the same picture was already used for a different complaint (mfg report# 9612007-2022-00009), reported by the same customer. Root cause - the probable root cause for the reported complaint ¿catheter stylet shredded and damaged the catheter extensively¿ based on the CAPA investigation, could be due to the user misuse of the device. Corrective and preventive action (CAPA) was initiated in the last 12 months for this product family, and the investigation results did not highlight manufacturing processes issues neither specification issues. It was identified that the issue is rather related to the user application of the device, and withdrawal of the guidewire.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This report is 1 of 2 for the "910121 lumbar catheter", linked to mfg report number 2648988-2022-00021: an authorized distributor reported that the lumbar catheter stylet was shredded and damaged the catheter extensively during an unspecified procedure. However, another device was available to complete the surgery. There was increased surgery time of 30 minutes without patient injury.